Event description:
On (B)(6) 2014, the patient reported that the cartridge compartment of his infusion device was foggy. He changed the insulin cartridge and insulin poured out of the cartridge compartment. The patient experienced elevated blood glucose levels in the 400's mg/dl and he thinks it is due to a leak in the insulin cartridge. He stated that bolusing did little to lower his blood glucose level. His normal range is 90-150 mg/dl. The patient also experienced low blood glucose of 48 mg/dl; he stated that he thinks that was because he was bolusing so much to lower the elevated levels. He stated that the device had displayed e6 (mechanical error). During troubleshooting it was identified that the patient was not using the correct adapter with the infusion device. No adverse event was reported. The infusion device, insulin cartridge, adapter, and infusion set were replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.